Manufacturer narrative:
When I receive the quality engineer's investigation report on the device, I will submit a supplemental report.

Event description:
It was reported that "loaded the clip in the jaw of the instrument and the clip was expulsed out of the jaw."